Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Pt. Demographics: gender- male, age at time of event- 42 years original intended procedure- event date: (B)(4) 2014. It was reported that during a posterior spinal fixation with microdiscectomy surgery a piece of the toothed pituitary broke off into the patient. The piece was retrieved and an x-ray revealed no part was left behind. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.